Manufacturer narrative:
(B)(4). D10: bg-znn cmd 11.5mmx34cm 125 r cat# 47259334011 lot# c23006. G2: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a study that approximately 40 days post implantation of a znn bactiguard nail that a patient has suffered a deep vein thrombosis in the right lower limb. The patient was prescribed a herapin treatment and has since had good evolution and slight hematoma. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350 winterthur.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350 winterthur.